Event description:
The reporter indicated that the green "power" light was on a vns programming wand would not illuminate even after performing basic troubleshooting steps. The programming wand was returned to the manufacturer and is currently awaiting analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.